Event description:
Caller reported performa nano system blood glucose results of 71 mg/dl and 220 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.